Event description:
Received a written report of "the arterial line separated at saline connection causing pt to lose 250 ml of blood." The reporter of this event was contacted for additional information. In 12/2005 the reporter stated that "this event occurred 2 hours into the dialysis treatment. She stated the connector is glued but didn't hold. Also, she reported the pt is okay. A new set of bloodlines were set up on the dialysis machine and the treatment resumed with no further ill effect to this pt." The pt was able to complete dialysis as ordered. A sample is not available. No additional medical intervention resulted from this event to this pt.